Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device is failing operational check for defibrillation. There was no report of patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. No fault was found with this therapy board. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined.